Event description:
It was reported that the customer received calibration error and change sensor alarms. The customer's sensor was reading low and her insulin pump went into threshold suspend, but her blood glucose levels were not low. In another instance, the customer woke up and the insulin pump went into threshold suspend without alarming her of a low blood glucose level. Her blood glucose level was 154 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for low readings 1 remaining sensor passed per specification with accurate readings.